Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of stored egms, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed to resolve the issue.

Event description:
New information received noted that the device was reprogrammed to resolve the issue. Patient had flu but there were no symptoms linked to the implantable cardioverter defibrillator during and after the changes.

Event description:
New information received noted that the asymptomatic patient presented in clinic for follow up on (B)(6) 2017. Upon review of stored egms, the implantable cardioverter defibrillator once again exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. No further information was reported.